Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2023. Block d6b: explant date: (B)(6) 2023

Event description:
It was reported that the patients ipg would no longer take a charge. The patient underwent an explant procedure. The explanted device will not be returned as it was kept by the facility.